Event description:
Resident in bed at 1am, checked on by certified nursing assistant. At 1:25am found resident on floor. Head between siderail and mattress, rest of body on floor. Bed alarm did not go off. Lifted back into bed with 2 cna's lifting body and nurse moving head. Checked for pulse and breathing. Did not find either. Body was still warm and skin pale. Bed alarm did sound when repositioning body.